Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump was missing the end cap sticker.

Event description:
The customer reported an alarm during normal use. The customer stated that he is able to clear the alarm, but it comes back up on the screen, and the insulin pump reboots. Advised the customer that the insulin pump would be replaced. Nothing further was reported.